Manufacturer narrative:
Multiple attempts have been made on 19nov2024, 10dec2024, and 31dec2024 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device screen went black and was getting error code 1001 vent-inop: 12 v supply failed message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer requested the part number for a replacement board. The rse provided customer with part number and price for the power management (pm) printed circuit board assembly (pcba). The investigation is ongoing.